Manufacturer narrative:
On 29 nov 2017 it was communicated that: the revision surgery was completed successfully using our gmk tibial revision equipment. The surgeons believes the fracture was created during the primary surgery as he implanted the tibia. The devices will not be made available at this time. On 13 december 2017 the medical affairs director made the following: revision of primary cemented tka after 4 months. The medial tibial plateau got fractured and therefore the tibial component subsided and the alignment was unsatisfactory. Dr. Savvoulidis believes the fracture was created during the primary surgery as he implanted the tibia. This is a possible, known intraoperative adverse event, and there is no indication that it may have been originated by a faulty device. Batch review performed on 22 december 2017: lot 164913: 110 items manufactured and released on 07 november 2016. Expiration date: 2021-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon has booked a case for tibial revision on (B)(6) 2017. It is suspected that a fractured tibial plateu has caused subsidence of the tibial tray.